Event description:
The manufacturer received information alleging an issue with the ventilator's sensor triggering. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted with the manufacturer's investigation is complete.